Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto mapping system, lasso catheter, thermometer ((B)(4)). (B)(4), the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 110 patients with paroxysmal or persistent af underwent ablation for af. Complication related to af ablation was observed: one patient had sick sinus syndrome. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿fibrillatory pattern of dissociated venous activity after pulmonary vein isolation: novel characteristics for remnant foci of a trigger ectopy for atrial fibrillation.¿ the purpose of this study was to investigate the correlation between dpva and the pv triggers of atrial fibrillation (af). Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.